Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the kinetix guidewire was received with no other devices. There were numerous kinks throughout the distal end of the guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Because the catheter used in the procedure was not returned for analysis a rubicon was used for functional testing. The guidewire was prepared for use by soaking in a bath of water. The guidewire was advanced through the full length of the catheter and completely withdrawn with no unusual resistance. There was no evidence of any material or manufacturing deficiencies contributing to the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The target lesion was located in the moderately tortuous unspecified vessel. The 185cm kinetix¿ guide wire was introduced. A second, unspecified device was subsequently introduced and the physician attempted to remove the guide wire. The guide wire was unable to be removed and the physician suspected that the guide wire got stuck. The guide wire was removed with the non-bsc device as a unit. The procedure was completed with another device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that guide wire removal difficulties occurred. The target lesion was located in the moderately tortuous unspecified vessel. The 185cm kinetix¿ guide wire was introduced. A second, unspecified device was subsequently introduced and the physician attempted to remove the guide wire. The guide wire was unable to be removed and the physician suspected that the guide wire got stuck. The guide wire was removed with the non-bsc device as a unit. The procedure was completed with another device. No patient complications were reported and the patient¿s status was good.